Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down . Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data provides evidence of the customer's report with a payload 1 entry which indicates a disconnection between the device and battery. The customer returned two batteries that are over 18 months old for evaluation. The customer was unable to confirm which battery was used during the reported event. One of the returned batteries failed the charger test and could not be reconditioned. The device was recertified and returned to the customer. We were unable to establish if the faulty battery may have contributed to the device power off. No trend is associated with reports of this type.